Event description:
Information was received that a smiths medical cadd legacy infusion pump volume given does not add up with volume remaining in cassette. It was reported priming can be off by as much as 9ml. Other times it's ok. No pump malfunction noted, and customer doesn't understand why amount doesn't add up. This has been noted to have occured over the past two months. No adverse effects occurred to the patient.